Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: the patient's coumadin was held back. This is an adverse event.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: as per internal procedure the test 1, test 2 and test 4 are within the confident limit. The test 3 is not within the confident limit. For the test 5 the confident limit cannot be determined. Coumadin was held. This is an adverse event.